Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is indicated for use in patients who are at risk of death from refractory end-stage left ventricular heart failure. It is designed to assist a weakened, poorly functioning left ventricle. The system is indicated for use under the direct supervision of a licensed practitioner or by personnel trained in its' proper use. These professionals should be aware of the physical and psychological needs of patients undergoing vad support. The instructions for use and patient manual provide guidelines to reduce the occurrence and severity of infection, including non-device related infections. Infection and sepsis are known potential complications of patients after any surgical procedures or in those with open access sites. Renal dysfunction and right ventricular dysfunction are known potential complications of patients with cardiac disease and is included in the instructions for use as a potential complication and the progression of cardiac disease. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. The root cause of the reported event cannot be conclusively determined. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report. Driveline cable remains implanted.

Event description:
A report was received that a patient was admitted to hospital with edema. An echocardiogram revealed that the patient's left ventricular (lv) septum had shifted to the left and that he had right ventricular (rv) dysfunction. He was treated with intravenous (IV) dobutamine and lasix. The site further reported that the discharge from the patient's driveline (dl) exit site was green in color and he was started on IV antibiotics. Provided pictures appear to confirm the reported they also noted a slight rise in the vad's power consumption over the preceding 72 hours. Preliminary controller log file reviews confirmed the reported event. Additional information received indicated that the patient's right heart failure had further deteriorated and that he had become anuric. His condition is reported to have required support with extra-corporeal membrane oxygenation. At the time of this report, the patient remained hospitalized and he has been listed for transplantation. No further information is available at this time.